Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of over 350 mg/dl and diabetes ketoacidosis. Customer reported symptoms of vomiting and chest pain. It was noted that the customer was released when the blood glucose readings were stable. Customer's blood glucose reading at the time of the call was 300 mg/dl and has treated with a bolus. No further information reported.